Event description:
It was reported that the pacemaker was "acting out" and it was noted "bacteriological tests are performed by infection." The device remains in use and follow-up is unable to provide more information at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).